Event description:
A talent stent graft system was implanted in a patient for the emergent erendovascular treatment of a traumatic transected thoracic aorta. The transection started 1 cm distal to the left carotid artery and extended 1.5 - 2 cm distally. The ostium of the left carotid artery was 7 mm. It was reported that 1 talent thoracic stent graft was implanted; however, it unintentionally partially covered approximately a third of the left carotid artery. There was still good flow; however, it was decided to implant another manufacturer's biliary bare metal stent in the left carotid artery to ensure blood flow and this successfully resolved the partial occlusion. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B) (4). Secondary intervention was required. Results: treatment of a traumatic transection. Arterial and venous occlusion. Traumatic transected aorta. Conclusion: inaccurate stent graft delivery, treatment of a traumatic transection. Traumatic transected aorta.